Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was filled with approximately 300 units of insulin and the cartridge began leaking near the o-ring. Customer's blood glucose level was 102 mg/dl.